Event description:
It was reported that during a procedure, the console prompted error 1107-fiber identification failed: please check fiber or connect new fiber. Two new fibers were tried with the console, however, the same problem persisted. The procedure was aborted. The customer planned for a second procedure; however, the second procedure was also aborted due to the same error message. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.